Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. A visual inspection of the device was performed and revealed that the device has a bend located approximately 5cm from the distal tip while the in the neutral position. Upon further microscopic examination, there was some type of clear substance on the distal tip, electrode ring 2, 3 and 4. Also noted, was a rough edge along the insulation surrounding the distal tip. Also, there were some scratches along the distal tip. The push/pull knob functioned properly. There was no indication that analysis results were affected by the decontamination process. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that a catheter shaft kink occurred. A 6f dynamic xt¿ unidirectional steerable diagnostic catheter was selected for use. During unpacking, it was noticed a severe bent on the distal part close to the electrodes. The packaging did not show any damage and the product was not used in the patient. However, device analysis revealed a clear substance on the distal tip, electrode ring 2, 3 and 4.